Event description:
It was reported the pt was a (B)(6) female and the event occurred in the pt's room. The insertion site was the subclavian vein. On the day the catheter was placed, an extension line was found separated from the juncture hub. As a result, the catheter was replaced, but the same event occurred again. There was a delay noted, however it is reported it was not harmful to the pt. There are no reported pt complications, injury, or death. It is reported the pt may have pulled on the catheter. See MDR# 1036844-2012-00232 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.